Event description:
(B)(4). I had my assure coils and fallopian tubes removed on (B)(6) 2015. I had to go back in on (B)(6) 2017 for a total hysterectomy. I also had metal fragments from the coils left behind from my first surgery that I had in (B)(6) 2015.

Event description:
#Medwatcher #(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2012. This medical device is now manufactured by bayer, formally by conceptus inc. My lot number is 952107, my model number ess305. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started approximately (B)(6) 2012. Since being implanted I have had a number off side effects, which I fully believe are caused by essure due to the fact I had no health problems before being implanted. First off I bled for a year following placement, to the point of having to go to the emergency room. I have had horrible pelvic, stomach, and back pain; abnormal menstrual cycles, constant spotting, constant discharge, hot flashes, itching burning stinging of my whole body and vaginal entrance; abdominal twitching fluttering; pain in my joints legs breast neck spine hips arms; chest pain, heart palpitations; nausea constipation diarrhea heartburn; metallic taste in my mouth; nickel allergy; headaches, dizziness, tingling and numbness in extremities; sharp pains in my head and memory loss forgetfulness; insomnia; fatigue; extreme hair loss; decreased vision; dry skin hair and eyes; extreme anxiety attacks; tremors. I have not been seen by any doctors regarding these symptoms. The device is currently still inside of me. Essure has been the absolute worst experience, mistake of my life and I wonder everyday why its still on the market for women such as myself to have to suffer daily from it.